Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom (B)(6) 2016 to report that the receiver loses data. Exact dates of data loss were not provided. At the time of contact, no injury or medical intervention was reported.